Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 30 mmol/l and ketoacidosis. The patient also suffered from nausea, dizziness and vomiting and was hospitalized on (B)(6) 2020. It is unknown when the patient can be released at the time when the incident was reported.